Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 52 mg/dl. Cause was not known. Customer consumed carbohydrates to address low bg. The customer continued to use the pump for insulin therapy.